Manufacturer narrative:
(B)(4). D10: medical product: cup positioner: catalog#00626001800, lot#ni; cup positioner cap: catalog#00626001512, lot#ni. G2: foreign: germany. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2024-01090; 0001822565-2024-01092. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip arthroplasty procedure, the cup inserter would not release from the cup during implantation. The shell had to be forcibly removed from the patient. The devices were able to be separated outside of the patient, however the thread of the inserter fractured in the cup, rendering it unusable. A competitor device was used to complete the procedure. There was a thirty (30) minute surgical delay as a result of the malfunction however no patient impact or adverse events have been reported. It was reported that no further information is available.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. Visual examination of the provided pictures identified the tip of the inserter with some damage noted to the threads. A full view of the threaded tip was not provided to confirm the fracture. No further evaluation can be made from the provided picture. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.